Event description:
Patient called lfs alleging that their one touch ultra meter would not power on. Patient did not experience any symptoms during the time of concern. Patient could not recall if they took any actions following the use of their meter. One hour later emergency services were called and a result of approximately 30 mg/dl was obtained on their meter. Patient was treated intravenously. There was no evidence of hospitalization. The customer service representative walked patient through troubleshooting. The patient has been using the correct type of test strips, batteries were correctly installed, battery was replaced less than 1 year ago, and the battery contacts were in good condition. Senior medical affair specialist mailed a letter, since the patient could not be reached. Patient's meter and control solution were replaced.